Event description:
The physician placed the cypher select plus stent in the target lesion. He then attached the inflation device to inflate and deploy the stent. The balloon would not inflate and it was noticed that there was a crack in the hub of the stent. The device was removed from the pt. The procedure was completed with another device. There was no pt injury. No anomalies were noted prior to use. The device was removed from the packaging by the hub. The device was prepped according to IFU. No difficulty was encountered connecting the hub to the boston scientific indeflator device. The target lesion was a femro-popliteal by pass graft that was occluded. The device was not torqued or steered by the hub.

Manufacturer narrative:
This device crb 33300 (lot 14053857) is distributed outside the united states; however, it is similar to the united states product cxs 33300. Device history record review was conducted and the product met quality requirements for product acceptance. Add'l info will be submitted within thirty days upon receipt.